Manufacturer narrative:
Service not dispatched.

Manufacturer narrative:
(B)(4).change from:discrete photometric chemistry analyzer for clinical use.to:analyzer, chemistry (photometric, discrete), for clinical use.

Event description:
The customer contacted beckman coulter inc. (Bec) in regards to erroneous elevated accutni results within the risk stratification range for two patients samples generated on the access 2 immunoassay analyzer. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The samples were repeated on the same unit and lower results within the normal reference range of the assay for both patients were obtained. Patient results are provided. The samples were collected in sodium heparin plasma tubes and were centrifuged for 2 minutes at 4000 rpm. Qc was performing within the customer's established limits at the time of the event. On (B)(6) 2011 system check was performed and both passed within instrument specifications. Service was not dispatched for this event. A definitive root cause for this event has not been determined to date.